Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified fold creases, wear abrasion, and a curved sharp opening in the same location of crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp crease opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.